Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results of 15mmol/l obtained using the subject device compared to a reading of 5mmol/l obtained using an accuchek advantage meter. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.